Event description:
It was reported that during the cleaning process following a hip procedure, the handpiece was leaking an oil-like substance. There was no indication made that any of the fluid entered the surgical site.

Manufacturer narrative:
The handpiece was returned to the manufacturer for investigation. The investigator was unable to duplicate the customer's complaint of leaking oil. Preventative maintenance was performed on the handpiece and it was returned to the customer.